Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. The healthcare professional reported that the coil (unknown catalog / lot number) was the filling coil, but the physician did not like the shape of the coil deployment and decided to remove the coil. During the attempt to resheath, the introducer failed to be resheathed. The physician used another coil as the complaint coil and the procedure was successfully completed. There was no report of any patient adverse event or complication. A coil was returned for evaluation. The investigational finding is documented below. Investigation summary: a non-sterile unknown thermo-mechanical coil was received contained in a pouch. The device underwent visual inspection. The device positioning unit (dpu) was observed kinked at 27cm, 28cm, 67cm, and 97cm from the proximal end. The coil introducer was observed split in two. The marker band was found at 43 cm from the hub; this suggests that the length of the embolic coil is 8 to 8.5cm. A microscopic inspection was performed. The embolic coil was observed to be damaged under magnification. No other damage / anomaly was observed. Functional analysis could not be conducted due to the condition of the coil introducer. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The complaint documented that the coil was chosen as a filling coil, but the physician did not like the shape of the coil deployment and decided to remove the coil. During resheathing, the coil introducer failed to resheath. The coil introducer on the returned device was observed split in two. The dpu was kinked in several areas. The condition of the returned device precluded functional evaluation. The split condition observed on the coil introducer is related to the issue reported in the complaint that the introducer failed to be resheathed. The visual inspection confirmed the reported issue. The likely cause of the observed condition of the returned device is force; force may have been exerted on the device during procedure handling. Though the exact cause cannot be conclusively determined. Coil damaged is a known potential issue associated with the use of microcoil in endovascular embolization procedures. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues as stretching / unraveling / coil damaged from occurring. The issue reported in the complaint was related to the failure of the coil introducer which resulted in the failure to resheath the coil. There was no issue reported that was related to the condition of the coil. Multiple follow-up attempts were made to obtain additional information related to the procedure and the reported device issue were unsuccessful. In addition, the catalog of device received is not available, and based on the location of the marker band of the received device, the length of the coil is 8 to 8.5cm. With the limited information related to the procedure and the use of the device, the exact cause of the observed damaged condition of the device that was received cannot be conclusively determined. Though it is likely due to force inadvertently applied during the attempt to resheath the coil. This is evidence in the kinked areas observed on the dpu and on the condition of the embolic coil. The device lot number was not available; therefore, a review of the manufacturing documentation could not be performed. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the coil that was received for evaluation left the manufacturing facility with the coil introducer split in two, the embolic coil damaged as observed on the returned device, and with the dpu kinked in several areas. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the coil (unknown catalog / lot number) was the filling coil, but the physician did not like the shape of the coil deployment and decided to remove the coil. During the attempt to resheath, the introducer failed to be resheathed. The physician used another coil as the complaint coil and the procedure was successfully completed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated according. The unknown coil was returned for evaluation. During visual / microscopic inspection of the returned device, the embolic coil was observed in damaged condition. Based on the product analysis on 09 march 2021, this event has been deemed MDR reportable as a ¿malfunction.¿